Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that when the device was reprogrammed to bipolar sensing and unipolar pacing right after the implant, temporary drop in impedance was observed. The patient was asymptomatic. Bipolar measurements were in range. Physician was reprogramming back and forth until reprogramming to unipolar pacing configuration gave satisfactory measurement. The present atrial lead impedance is in range. Patient is fine and will be monitored.